Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. The reason for the hospitalization was that the cannula was resting on the skin, rather than inside the site. Pump passed the tests performed.